Manufacturer narrative:
The following sections are updated: date of report, date rec'd by MFR., type of reports, if follow-up, what type? Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 0001822565 - 2017 - 08190 (for (B)(4)).

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inspecting the instruments to send out for surgery the tasps were discovered broken. There was no patient involvement & event did not occur during surgery.